Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Motor stall occurred on 2012 (B)(6). Patient reportedly experienced withdrawal and was hospitalized. Cause of the stall was unknown; rotor or catheter (B)(4) studies were not done. The pump was replaced. Following the pump replacement the patient recovered without sequel and as of 2012 (B)(6) was doing fine. Drug delivered via the device was dilaudid 20mg/ml at a daily dose of 8.8mg.

Event description:
Additional information: patient had recovered with sequela, hospitalised (and not without sequela reported in error previously) following pump replacement. Additional information received later reported that patient had been started out "at such a low concentration" that patient had no pain relief for over a month while they slowly increased the concentration.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: 2007 (B)(6), explanted: unk; ptm (personal therapy manager), programmer: model: 8835, serial #: (B)(4). Final analysis of the pump revealed a pump motor corrosion and gear train anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).